Event description:
This event was originally reported to us via email notification from the (B)(6) federal office for safety in health care. We had no previous communication of this event. Via our affiliate office in (B)(6), we received the following details. On (B)(6) 2015 at approx 5:00 when unscrewing an infusion, the screw cap detached from the lumen. Since the lumen was closed with a clamp, there was no harm to the patient. The lumen was closed with a second clamp. The connector was discarded. The catheter was removed the same day. The insertion site was the subclavia oder jugularis. There was no delay in treatment, patient injuries, complications or death reported.

Manufacturer narrative:
Qn#: (B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.